Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the physician reported that multiple patients had experienced blurred vision and headaches after the procedures. CT scans were performed after the procedures and strokes were ruled out. No medical or surgical interventions have taken place. The patients' ongoing status was not provided. The catheters were disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.